Event description:
The reporter stated that during a spinal surgery procedure, the surgeon was attempting to bend a rod using the rod bender, and the main piece that the rod sits on fell apart in the surgeon's hand. The procedure was completed using another instrument that was available.

Manufacturer narrative:
A review of the device history record showed no anomalies. The complaint sample was received for evaluation. The bender pivot (shoulder bolt) fractured on the thread on the 3.5 mm rod bending side. This fracture allowed the bending wheel to fall off. Photographs showed that the pivot bent as well as fractured, indicating a high stress was applied. The break is in the thinnest section of the internal thread. It fractured on one of the internal threads that connects the 2 sides together. Integra's investigation determined that it is possible that this is a fatigue failure, but it is not possible to determine how many cycles the tool has been through. Root cause is difficult to determine. The tool has been in service for approximately 2 years. The failure is on the internal threaded section, which is bent as well. It is on the 3.5 mm side, which is the thickest rod bent with this instrument, the other being 2.5 mm. This side sees the highest stress from the force applied. The bending indicates high stress. This is the first of this part to break in service. No corrective action is required. Integra considers this complaint investigation closed. Further incidents of this nature will be documented for recurrence and trending purposes.